Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the insulin pump had an no delivery alarms. Troubleshooting was performed. Customer advised the issue recurred and remained unresolved. The insulin pump will be return for the analysis.